Event description:
Reporter indicated a patient was to have vns lead and generator replacement due to a lead fracture as a result of an automobile accident. The generator only was returned for analysis. The analysis of the generator suggests a consumption error may have occurred; 32.650% of the battery has been consumed with 2.776 volts remaining. Results of diagnostic testing indicated a battery status of ifi='yes'. The battery voltage value stored within the generator (2.773 volts reported during fet) suggests the device is at an ifi condition. The generator is operating within functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Attempts for programming history are in progress. Attempts for return of the explanted vns lead have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Programming history for the vns generator was received and reviewed via decoder spreadsheet analysis. High lead impedance has been occurring since at least on or before (B)(6) 2011, and the generator has been delivering current against the high lead impedance which has decreased the voltage. It is expected the higher impedance will drain the battery more quickly and this is not a malfunction of the generator.

Manufacturer narrative:
Analysis of programming history.